Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on golden system and was run in normal mode. The c-34 errors occurred on startup and c-30/c-34/m-11 errors occurred during mono coag activation. The iesu has no significant scratches or dents. The front bezel is in decent condition. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report issue while using monopolar energy. Site reported c-30 error. Tse verified several errors in logs c-34, c-30, m-11. Customer completed procedure with bipolar energy. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to intermittent voltage measurement detected on start-up high frequency (hf) and a module timeout error caused by an electrical component failure in the erbe generator. This issue can be resolved by replacing the erbe generator.